Event description:
It was reported that customer experienced difficulty with the wake button that had stopped working and was later found to be missing, which prevented customer from turning pump on or off. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned for evaluation, and distributor coordinated replacement pump while awaiting return of affected pump for further inspection.